Event description:
The hearing aid (h/a) user complained to the h/a dispenser of discomfort when wearing his hearing aide. The dispenser found a wax guard in the user's ear. The wax guard was removed by an ear, nose & throat dr.